Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly and could not be charged. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 100 - 560 mg/dl with fatigue, cramping and nausea and diabetic ketoacidosis. Reportedly the school nurse had the customer transferred to the hospital where they were given insulin. A system check was performed, and it was found that the customer was using cold insulin and using the cartridge for more than a week at times. Tandem technical support educated the customer on insulin and cartridge labeling. A replacement pump was sent to resolve the issues.